Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported oversensing and some undersensing was present on this subcutaneous implantable cardioverter defibrillator (s-ICD). No inappropriate therapy was delivered. The intrinsic rhythm was ventricular tachycardia (vt) with a rate between 165-170 bpm, with one episode lasting 15 minutes. No reported patient symptoms as a result of the arrhythmia. Undersensing due to amplitude variation were present, as well as t wave oversensing. Technical services (ts) recommended troubleshooting and programming options. This s-ICD remains in-service. No adverse patient effects were reported. Additional information provided from the field indicated the patient later received an inappropriate shock due to t-wave oversensing. The patient was admitted to the hospital, and a revision procedure will take place soon to replace the s-ICD system with a transvenous system per the patient's medical requirements. At this time, the s-ICD remains in service and no adverse patient effects were reported.